Event description:
According to the report, the patient was undergoing a CABG procedure and the surgeon also wanted to perform tmr. After the CABG procedure the cryolife representative went to test the test fiber. The test fiber appear to work for the first couple of pulses; however, the console than gave an error 17 message and indicated low output power. The rep attempted to test the test fiber again as well as a handpiece each time the console displayed an error 17.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the patient was undergoing a CABG procedure with concomitant tmr. After the CABG procedure the cardiogenesis representative attempted to use the test fiber. The test fiber appeared to work for the first couple of pulses; however, the console then gave an error message and indicated low output power. The cardiogenesis representative attempted to test the test fiber again as well as a handpiece each time the console displayed the error message. In response to the error message, the console was serviced by cardiogenesis personnel. The error message at start up was verified. Upon inspection, the technician found that one of the wires connected to the safety detector had broken loose from the solder post. As such, the laser output power detector was not functioning and thus created the error message and would not allow continued operation of the console. The exact cause of this damage is unknown; however, two potential explanations were evaluated and investigated. The observed damage may have resulted from stress on the solder joint during transit and/or a weak solder joint. The procedure used by the surgical services company for transporting the unit to the customer was reviewed and determined to provide adequate protection for the unit during transportation. The surgical services company verified that the unit was transported according to procedure. Therefore, it is unlikely that the reported damage resulted from transportation of the unit by the surgical services company. The device history record for the console was reviewed and demonstrated that it met all specifications and passed all release testing. As such, a faulty solder joint is not likely. Nothing during manufacturing or transit could be identified as contributing factors for the reported event. During servicing of the console, the unit was repaired and is now functioning properly. The reported problem is an isolated event and does not appear to reflect a problem with the design or manufacturing of the console which would affect other units. This was the only occurrence for this type of malfunction. No additional action is warranted.